Event description:
Surgical nurses expressed concern that they could miss detecting a surgical sponge left within a patient's surgical site as a result of confusion caused by a difference in the two modes of operation of the sponge detection system. Nursing staff assumed that the wand detection system would continue to indicate that a sponge had been detected, until the alert is acknowledged on the console touch screen, as the pad detection mode does. Instead the wand detected sponge only creates an alert while the wand is in the proximity of the sponge, and then clears the indication as soon as the wand is moved away. The directions for use do not indicate the difference in operation of the two modes.======================manufacturer response for sponge detection system, rf assure (per site reporter).======================